Event description:
It was reported that a patient underwent a surigcal procedure on an unknown date and suture was used. The patient experienced a reaction while the suture was implanted and after it was removed. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent a cutaneous surgery on an unknown date and suture was used. The surgeon stated that the patient developed an inflammatory reaction with mounting of the suture. A scar revision was required with a re-excision. (B)(4).

Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch hjz191. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Batch hjz191, mfg date 08/08/2014, exp date 07/31/2019.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.